Event description:
The male patient had the following medical history: diabetes mellitus (non insulin dependent, diet), hyperlipidemia, stable angina on exertion only, positive stress test, and ccs 1. Patient received two cypher stents in the proximal left anterior descending (lad). At the 4 year follow up visit, the patient reported that he had been experiencing angina pain. Approximately two years later, the patient was re-hospitalized for angina. A repeat angio has been performed showing in-stent restenosis in the lad. The segment of in stent restenosis was pre-dilated and stented with a 3.0 x 23mm cypher stent. It was then post-dilated with a 3.55 x 8mm non-compliant balloon with a very good angiographic result. More distal lad disease was then identified and the pressure wire advanced on this area of stenosis. The ffr was then assessed and found to be 0.86. Further stenting to the distal vessel was not undertaken.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9610978-2007-00111.